Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of having high blood glucose. Customer's blood glucose was 414 mg/dl. Customer inquired if supplies that were set expire due to high blood glucose. During troubleshooting for high blood glucose, it was found that, time and date were correct, and basal rates were correct. Customer had active insulin and was instructed on how to change programming for active insulin. Customer states that she will call if blood glucose does not lower. No further information provided.